Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 4 kept failed. A field service engineer (fse) verified the issue of the tower door repeatedly failing after recovery, replaced the faulty pop latch, and successfully tested the repair using the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, central tower 1 door 4 experienced repeated failures. The tower door failed to recover successfully, as it continued to fail again after each recovery attempt. This was reported as an ongoing issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.